Event description:
It was reported that after an interventional popliteal aneurysm repair procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needle. The device was removed over a guide wire and a second proglide device was attempted but with same results; a needle-to-cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss may be due to a number of factors including, but not limited to operator deployment technique, manufacturing, or patient anatomical conditions. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. A femoral angiogram performed prior to arteriotomy closure revealed no vessel calcification, no vessel tortuosity, and no scarring was present at the groin/access site. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint-handling database for lot was performed and found no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspections during manufacturing such as, undergoing a variety of cuff, suture, and needle-related inspections, such as, needle alignment, suture forming, link forming, cuff tab bending, and foot deployment inspections. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality, to include suture placement, to verify the functionality of the device. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. Device #2 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). The common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.

Event description:
Subsequent to the previously reported medwatch follow-up #2, maude event report ((B)(4)) received that states "endovascular repair of left popliteal artery aneurysm. Sheath removed using a perclose device, it was done. The first one misfired, when it came out. On the second attempt, when trying to put it in, it would not go. A large hematoma was obtained at this time. Because of the hematoma and misfiring of the perclose, the pt was taken to the operating room for removal and repair of the femoral artery."

Event description:
Subsequent to the previous medwatch report, the following information was received: reportedly, the vessel was punctured in an antegrade fashion. During deployment of the first proglide device it misfired and no suture was present when the needle plunger was removed. The first device was removed over a guide wire and a second proglide device was attempted. During deployment, the second proglide device also misfired, no suture was present when the needle plunger was removed, the device could not be removed from the vessel, and a large hematoma developed at the access site. The device was surgically removed and the vessel was surgically sutured resolving the hematoma. No additional information provided.

Manufacturer narrative:
(B)(4).